Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test anomaly. Device passed stop current and run current test. No blank display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120mg/dl, 300mg/dl and 400mg/dl. The customer was unable to troubleshoot for bad battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.